Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that she tried to flush both the maxzero ext and smartsite extension sets side by side and the maxzero was significantly harder to flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd maxplus¿ connector had flow issues and was difficult to flush as a result. The following information was provided by the initial reporter: "spoke with the vascular access nurse who also complained about the maxzero extension sets being difficult to flush. I tried to flush the both the maxzero ext and smartsite entionsion sets side by side and the maxzero was significantly harder to flush."